Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08745 inches. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device was monitored for 3 days. No unexpected battery power loss anomaly, unexpected low battery alarm or unexpected off no power alarm noted. Device uploaded properly using carelink. Device had broken belt clip slot and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on (B)(6) 2019. Blood glucose reading was 500 mg/dl. The customer stated that doctor took off insulin pump because it was not working. The customer was treated with intravenous drip at the hospital. Customer had symptoms such as weakness and no balance. Troubleshooting for the customer¿s high blood glucose was performed. The customer alleged that insulin pump was under delivering insulin. The insulin pump will be returned for analysis.